Event description:
It was reported by repair work order that the patient-left side rail would not latch in the upright position due to a broken spindle spacer. No adverse consequence or clinically relevant delay in treatment was reported